Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch report will be filed.

Event description:
It was reported, the blue cap of the valve detached from the introducer. The physician attempted to aspirate blood via the 3-way stopcock and then removed the dilator from the sheath with the guidewire in it, when the blue cap of the valve detached with the dilator. The sheath was replaced to complete the procedure with no consequences to the pt.